Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. However, the device passed the displacement test. No motor error alarms occurred during testing, and the motor passed the motor test. The device button response functions properly, and not button error alarms noted. Further testing could not be performed due to the prime/fill anomaly.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The mother stated that the infusion set was changed the night before, and the customer woke up with high blood glucose. The customer did bolus, but her glucose level continued going up. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several no delivery, low reservoir, and motor error alarms. Assisted the mother to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed. The caller also mentioned that the device had a button error alarms. No further information was provided.